Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss checked system optical alignment, autocorrelation, optics¿ cleanliness, and gel. The fss found autocorrelation average was 677.8. The fss found no issues with the operation of laser equipment. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stage 2 diffuse lamellar keratitis (dlk) on the left eye (os) at 1 day post-operative exam. A brief description from the surgery center indicated dlk stage 1 was noted and progressed to dlk stage 2. The patient¿s chief complaint was of cloudy with photophobia. Topical steroid drops were increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -2.75 x -1.25 x 5; left eye pre-op 20/20 -2.75 x -.75 x 17.